Manufacturer narrative:
The root cause of the reported problem was determined to be due to tin whisker growth on the on/off switch flex assembly connector plug, designator p506. The largest tin whisker growth shorted pin 2 (batt_in) and pin 3 (batt_memory) so that there was an excessive off current leakage (varying from 6.0 microamps to 1.5 milliamps) and the device did not detect the installed cp. A replacement device was provided to the customer.

Event description:
Customer reported that installing a new charge pak (cp), internal hlc battery charger, did not clear the illuminated cp icon. Physio-control supplied replacement cp to customer under warranty. Few weeks later, customer called back and reported that the warranty replacement cp also failed to clear the icon. Both instances, the device was reported to turn on. During trouble shooting, the device failed to perform the cp test upon removal and re-insertion of the cp. Physio replaced the device under warranty. The device in question was returned and evaluated at the failure analysis center. It was observed that the cp was missing and all three (attention, charge-pak and wrench) icons were illuminated. The device would not turn on since the internal hlc battery was depleted due to an excessive current leakage in the device's powered-off state. There was no patient involvement with the reported incident.